Event description:
It was reported that right ventricular (rv) lead exhibited noise. No further information is available.

Event description:
New info received stated that the lead was explanted and replaced. The patient is in stable condition.